Event description:
(B) (4), date of event: best estimate is (B) (6) 2010. According to the information received, a catheter was damaged or broken. The funnel came off of the catheter causing the customer to go to the ER at the hospital to have the catheter removed.

Manufacturer narrative:
The product was not available to be returned. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurence. Should the device or additional information be received, a follow up report will be filed.